Manufacturer narrative:
A4-a6:unk b3: unk d4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
An implantable collamer lens was implanted into the patient's eye. It was reported that the surgeon needs to do a replacement. If additional information is received a supplemental medwatch report will be submitted.